Manufacturer narrative:
An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. At the completion of the clinical assessment, the type iiia endoleak event is refuted, rather there was a type iiib endoleak at the superior stent margin of the bifurcated stent graft. Procedure related harms, device, user, procedure or anatomy relatedness of this event could not be determined with the medical record/ images available for review. The final patient status was reported to be good following a successful endovascular procedure. During the investigation, endologix found reasonable evidence to suggest the device was used off-label. The concomitant product use of a non endologix stent at the index procedure could have contributed to the reported event, it was not possible to confirm this without the full implant and repair angiograms. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft and an afx vela suprarenal to treat an abdominal aortic aneurysm (aaa). Angiography showed a type iiia endoleak; therefore, a gore (non-endologix) was implanted at the distal portion of the afx vela and the endoleak resolved. Approximately 2 (two) months post initial procedure a type iiia endoleak from the proximal edge of the afx2 bifurcated stent graft was identified. A medtronic, endurant leg (non-endologix) was added under the left renal artery. The type iiia endoleak resolved and the patient condition was good post-operation. Additional information: during the clinical investigation, the type iiia endoleak was refuted but rather there was a type iiib endoleak of the bifurcated stent graft.

Manufacturer narrative:
The device remains implanted in the patient; therefore, it will not be returned for evaluation. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply. Device remains implanted in patient.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft and an afx vela suprarenal to treat an abdominal aortic aneurysm (aaa). Angiography showed a type iiia endoleak; therefore, a gore (non-endologix) was implanted at the distal portion of the afx vela and the endoleak resolved. Approximately 2 (two) months post initial procedure a type iiia endoleak from the proximal edge of the afx2 bifurcated stent graft was identified. A medtronic, endurant leg (non-endologix) was added under the left renal artery. The type iiia endoleak resolved and the patient condition was good post-operation.